Event description:
According to the reporter, laparoscopic lobectomy procedure, on cutting and removal of lung, 4 reloads did not fire. On the first reload the surgeon was able to press the green button. Opened new packages of staples to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of four reloads. Visual inspection of the returned product noted that three reloads were partially fired. Staple pushers were visible at the 5cm cut line for each reload. The jaws of all reloads were open. Tone partially fired reload was disassembled and the knife laminates on one were found to be damaged. Score marks were present on this reload's channel adapter. One reload was sealed within it's packaging. Visual inspection of this product noted that the reload had a full staple complement. The reloads were loaded into a post market vigilance instrument for functional testing. For two of the three partially fired reloads, the interlocks were overridden and the reloads were applied to test media. All remaining staples were placed, and test media was not cleanly transected. The third partially fired reload could be fired without overriding the interlock. This reload was applied to test media, all remaining staples were placed, and the media was not cleanly transected. There was difficulty retracting the knife blade. The reload interlock was tested and found not to function properly. This reload was disassembled to inspect the internal components. The sealed reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the obse rved damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, laparoscopic lung procedure, on cutting and removal of the lung, 4 reloads did not fire. On the first reload the surgeon was able to press the green button. Opened new packages of staples to complete the procedure. There was no patient injury.